Event description:
It was reported that the rv lead impedance warning was triggered and the lead encountered high impedance and oversensing. Programming was performed. The lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) triggered premature recommended replacement time (rrt) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.